Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, the esheath was inserted at a steep angle. Then, it was difficult to advance the delivery system through the esheath and got stuck in the white portion of the esheath. Consequently, the valve frame was damaged and damaged the sheath shaft. Therefore, all the system was removed a single unit. A new esheath, delivery system and valve were prepped to continue the procedure. The patient was in stable condition without any injury. As per evaluation of the images provided, it was observed a sheath shaft puncture.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05080. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were noted: one bent strut was outwards at the inflow side on the crimped valve. The provided imagery was evaluated and revealed the following: a valve frame strut appears bent outwards. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for valve frame damage was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push force, insertion steep angle) likely contributed to the event as per information provided patient presented mild degree of calcification and tortuosity at the access vessels, and it was indicated that the esheath was inserted in a steep angle. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. High push force applied to overcome the resistance felt can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.